Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and a bolus was delivered to address bg. Customer was admitted to the hospital for elevated bg. Intravenous fluids and injection of long lasting insulin were administered to treat bg. Customer was discharged 2 days later with elevated bg resolved and no permanent injury. Customer reported that sickness may have been cause of elevated bg; however, customer was not sure. There were no pump alerts or alarms. As tandem technical support was not contacted at the time of the event, a possible cause of event could not be determined.